Manufacturer narrative:
An event of moderate aortic regurgitation and structural valve deterioration was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported event is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on an unknown date in 2019, a 23mm trifecta gt valve was chosen for a procedure. The annular dimension of the native valve was 23mm. The valve was implanted. On (B)(6) 2024, the patient presented with shortness of breath and cough, and regurgitation was noted. A leak was observed on the posterior leaflet. On (B)(6) 2024, the valve was explanted, and a non-abbott valve was implanted. The patient was reported stable.